Event description:
It was reported, that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).